Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when their aligners are out their teeth are hitting in the back and front and are preventing them from being able to fully bite down. Requested bite video and a better fitting aligner and a rest period to settle the patient's bite. Patient is in a rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.